Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a high blood glucose level at 600+ mg/dl. Customer's blood glucose level at time of call was 234 mg/dl. It was stated that the device would not give customer a bolus. The customer was at camp and was treated. The customer's mother did troubleshooting for bolus wizard. The customer was advised to monitor blood glucose levels. The device was not returned for analysis.